Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that a patient needed a new implantable neurostimulator recharger (insr) or someone needed to help them because the stimulator was working until 2 days ago. The caller reported the insr only charges for 15 minutes. The ins was not charging at all, even if the patient moved the antenna, they could not get a signal. No symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.